Manufacturer narrative:
Unit received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assay stack and assembling the electronic assay stack unit power up properly, problem isolated to electronic assay stack.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to complete rewind. The insulin pump will be returned for analysis.